Event description:
A customer reported experiencing a cgm error, specifically error 42, with their sensor. There was no adverse impact to the customer¿s blood glucose level reported. Technical support assisted the customer by providing instructions for a pump reset and ensured the issue was resolved by confirming that the error did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.